Event description:
Valve was broken during implantation by the surgeon. It was replaced with another on-x valve. All parts were recovered. The pt had no complications from the surgery.

Manufacturer narrative:
Surgeon admitted to accidentally clipping the housing with scissors. Exam of returned valve is consistent with this statement. A small crescent shaped piece of housing was broken off. Fracture appears to be from a tool.